Manufacturer narrative:
Additional information: d10, h3, h6 and h10. The device was evaluated by a qualified technician. Upon evaluation it was observed the rear structure of the device was broken. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex machine tipped over during set up and the rear structure of the device was broken. There was no patient involvement. No additional information is available.